Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits in the pediatric prechamber visible deposits on and additional perforations in the ventricular catheter all parts were connected with a ligature not from christoph miethke gmbh & co kg. Permeability test: the test showed that the progav 2.0 shunt system, the ventricular catheter and the y- connector are permeable, while the shunt assistant is non-permeable. Computer control test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/hr in a horizontal position, to be 0.95 cmh2o. This is not within the specified tolerance of 11 cmh2o ± 3 cmh2o. An applied pressure of 11 cmh2o, with the device in the horizontal position is expected to have a resultant opening pressure of 11 cmh2o ± 3 cmh2o. Additional tests did not significantly change the results. According to our results, we can detect the presence of increased flow. The shunt assistant could not be tested because the blockage. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shunt assistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valves. After dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation, we are able to substantiate the claim of "blockage" at the shunt assistant. We are assuming that the deposits detected within the valves have caused the functional impairments. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no regulatory actions further are required.

Event description:
The shunt system received on 12/10/2020. The investigation was completed on 12/16/2020. Additional informations: removal on (B)(6) 2020.

Manufacturer narrative:
When following informations and the product are provided, a follow up report will be provided.

Event description:
It was reported that there was a problem with a progav 2.0. The valve pressure cannot be changed and the valve is further clogged. Patient informations: age: (B)(6) year. Height: 70 cm. Weight: (B)(6) kg. Implantation: unknown. Removal: unknown.